Event description:
A report was received that the patient was having difficulty coupling the charger with the ipg and the remote control was showing no response. The field clinical engineer (fce) determined that the ipg was not working properly due to suspected electrocautery damage. The patient has elected to not take any further action in regards to her device.